Manufacturer narrative:
Patient identifier: requested, not provided. Patient age & date of birth: requested, not provided. Patient sex: requested, not provided. Patient weight: requested, not provided. Patient ethnicity: requested, not provided. Patient race: requested, not provided. Catalog number: requested, unknown. Lot number: requested, unknown. Expiration date: unknown due to unknown catalog and lot combination. UDI: unknown due to unknown catalog and lot combination. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k): unknown. Device manufacture date: unknown due to unknown catalog and lot combination. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The product code/lot # combination was not provided by the user facility, which prevented a meaningful review of the device history record. The complaint cannot be confirmed for guidewire separation because the sample was not returned for assessment. The exact root cause could not be determined. Historically, guidewire separations are caused by relative backwards motion of the guidewire against the needle. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control.

Event description:
The user facility reported that a glidesheath slender was used for radial access. The nitinol wire was sheared during insertion and the tip left inside the patient. Surgical intervention was performed and decided to leave the tip of the wire in the subq tissue. The patient was in good condition.